Event description:
A 47 cm, single lumen catheter/ arrow lot number: 33f24b0527. Right arm, basilic vein. Sterile chlorhexidine gluconate gel dressing. Start 12:15 end 12:27. Rapid response team called for condition change. Patient minimally responsive to painful stimulation. Patient presently slumped over in bedside recliner. Extremities essentially flaccid, possibly with recent posturing reported.